Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 jaws stopped working. They opened another cord and still did not work. They opened another hemopro device and the case went according to IFU.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 jaws stopped working. The harvester stated a piece fell off before enter the patient. No harm to patient they opened another cord and still did not work. They opened another hemopro device and the case went according to IFU. No harm to the patient.

Manufacturer narrative:
1/17/23 updated the summary trackwise # (B)(4) updated section: b4, b5, d10, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/13/2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cold jaw was observed to be detached from the harvesting jaws tip. The detached jaw was not returned for evaluation. No electrical testing was conducted due to the detached jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem¿ could not be confirmed, but the analyzed failure "break;jaw" was observed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000269861 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.